Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in a moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, at the second inflation, the balloon ruptured at 8 atm. The device was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in a moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, at the second inflation, the balloon ruptured at 8 atm. The device was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: received pcb 6.0/20/50 for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis. E1: initial reporter city: (B)(6).